Manufacturer narrative:
The delivery pusher and implant were returned for evaluation and confirmed the implant coil was stretched and detached. The evaluation shows excessive force was used which likely led to the coil becoming stretched and detached. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil was not responsive during repositioning, the coil stretched. The coil was removed successfully using a solitaire retrieval device. No injury was reported with the patient as a result of the procedure.